Manufacturer narrative:
Vent was upgraded to current software level.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.